Manufacturer narrative:
(B)(4).

Event description:
It was reported that "failed when switching with dc". Additional information received states that "the pump was shut off in the elevator and was not giving support for a couple minutes. Also they had to stay in CT and delayed transport due to pump needing to be plugged in. No medical intervention. Pump was plugged in at CT scanner but also died on the way up in the elevator until able to transport back to room". The issue was resolved by exchanging the pump for another pump. The patient status is reported as "discharged".

Manufacturer narrative:
(B)(4) the reported complaint of "failed when switching with dc" is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after 17 minutes when operating on battery power after a full charge. The DHR was reviewed with 1 relevant finding; however, the affected batteries were returned to the vendor. The received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "failed when switching with dc". Additional information received states that "the pump was shut off in the elevator and was not giving support for a couple minutes. Also they had to stay in CT and delayed transport due to pump needing to be plugged in. No medical intervention. Pump was plugged in at CT scanner but also died on the way up in the elevator until able to transport back to room". The issue was resolved by exchanging the pump for another pump. The patient status is reported as "discharged".